Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented with a right ventricular lead that failed to capture and failed to sense. The lead was explanted and replaced. The patient was discharged.